Event description:
The us complainant had a battery failure. The red alarm remained despite the team plugging in the console overnight. The IFU will be followed and a backup controller used. No harm or injury.

Manufacturer narrative:
Data analysis: imc logs are consistent with the complaint for the battery failure red alarm. Power cycling on the console did not help in resolving the alarm. It was also noticed that console was plugged in ac source all the time due to no alarms issued for ac disconnected. (B)(4). Device analysis: console was confirmed for battery switch not engaged on the bottom of aic by the account. The console issued battery failure red alarm with console able to boot up was due to disengaged battery switch with ac power plugged in. Console was sent back to danvers for regular check on console and optical system.